Manufacturer narrative:
Product has not been returned by the facility.

Event description:
During a procedure, image on screen would black out while hitting the cautery button. No patient injury was reported.

Manufacturer narrative:
Per evaluation findings: image interruption due to esu (electrosurgical unit) failure, ccu cable. Over bend on shaft 60mm from shaft adaptor. Dents on distal tip. Image interruption due to esu (electrosurgical unit) failure, ccu cable. This failure mode was confirmed and has been determined to be due to the durability of the power cable.